Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl. The customer drank orange juice and ate watermelon. Reportedly, the customer's settings were different between 10 pm and 12 am. The customer discussed settings with their healthcare provider and corrected the settings.